Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient described the stimulation sensation feeling as uncomfortable stimulation and overstimulation. She felt like her stimulator "turned up on it's own" especially around private area, and if patient sat a certain way it felt like a knife was stabbing her. The patient states it was very uncomfortable. She wasn't feeling it(stimulation) in her usual area, she usually feels stimulation on/off, but then it just turned up on it's own. She attempted to use pp (patient programmer) to decrease stimulation, but patient was seeing poor communication. Patient used pp without antenna. Pp communicated with ins (stimulator). Stimulation was currently set at 2.6. Patient was able to decrease stimulation down to 2.0 where stimulation was comfortable for her. She did contact hcp (healthcare provider) and has an appointment to see him on (B)(6) 2015 regarding issues reported in today's call. Event date was on (B)(6) 2015 . Caller reporting on poor communication. Patient does use an antenna. Confirm antenna was secure and sync with ins and this did not resolve reported issue. The patient unplug antenna. Place pp directly over ins, on skin to sync and this did resolve the reported issue. Patient programmer will not work with antenna. No patient injury reported. No device returned. The indications for use for this patient was urinary dysfunction/sacral nerve stimulation. Additional information was being requested from hcp information regarding reason stimulator increasing on its own and actions taken. Follow will be submitted if additional information is received.